Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The pump passed the self test, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08710 inches. However, the pump had a high sleep current measurement. Successfully downloaded history files and traces using thump. Successfully uploaded pump to carelink. Please see below for the date range listed in the formatted history file. The formatted history file lists data from (B)(6) 2023 and (B)(6) 2023. There was no data available to verify unexpected alarms/suspends and bolus/basal delivery for the event dates of 15-mar-2023 and 27-nov-2023. There were no unexpected pump errors/alarms noted 1 week prior to the event date 15-mar-2023 in the formatted history file. Please see below for pump errors/alarms noted 1 week prior surrounding the date of (B)(6) 2023 listed in the formatted history file.  Lostsensor1alert (780) was recorded and found in the formatted history file on: (B)(6) 2023 08:35:00.000 lostsensor2alert (781) was recorded and found in the formatted history file on: (B)(6) 2023 08:51:00.000 the pump was programmed with a test guardian link (3) transmitter and a 240 mg/dl glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿transmitter connection successful¿. The pump communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warm up. The pump calibrated and displayed the programmed value of 239 mg/dl properly on the display graph. No lost sensor alert or unexpected sensor errors or anomalies were noted during testing. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms/alerts were noted. No power error 25 alarm, low battery alert, power loss alarm and replace battery alert/replace battery now alarm recorded in the formatted history file on the event date. However, insert battery alarm was recorded and found in the formatted history file on: (B)(6) 2023 19:01:05.000 pump error 68 alarm was recorded and found in the formatted history file on: (B)(6) 2023 16:59:31.000 pump error 49 alarm was recorded and found in the formatted history file on: (B)(6) 2023 16:59:31.000 (B)(6) 2023 17:05:34.000 pump error 23 alarm was recorded and found in the formatted history file on: (B)(6) 2023 17:06:22.000 insert battery alarm was expected since the battery was removed from the pump. Per r&d engineer, pump error 68 alarm, pump error 49 alarm and pump error 23 alarm were expected since the user after removing aa battery bounced back key and the safe shutdown that copies history and trace pointers to the internal flash was not initiated. The pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. The original pcba 2 was installed in a test pcba 1, case, internal battery and motor. Powered the pump on using the battery simulator and continued testing. The pump passed the sleep current measurement. The original pcba 1 was installed in a test pcba 2, case, internal battery and motor. Powered the pump on using the battery simulator and continued testing. The pump passed the sleep current measurement. The original pcba 1 was installed in the original pcba 2, case, internal battery and motor. Powered the pump on using the battery simulator and continued testing. The pump passed the sleep current measurement. The pump had an intermittent high sleep current measurement (unexpected battery power loss), suspected on the pcba 1/pcba 2. Force sensor zero offset within specification (23.3 mv). The motor was tested outside of the device on the ngp stb3 and passed. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a scratched case. Unable to confirm battery cap contact missing/damaged due to pump received without the original battery cap. A test battery cap locks securely into place. The pump was received without a battery installed. Please see below for the customer's daily total of all insulin delivered surrounding the date of 22-nov-2023 listed on pump history and the days prior to that date. (B)(6) 2023 dailytotalofallinsulindelivered: 444500 (44.45 u) (B)(6) 2023 dailytotalofallinsulindelivered: 425500 (42.55 u) (B)(6) 2023 dailytotalofallinsulindelivered: 559250 (55.925 u) (B)(6) 2023 dailytotalofallinsulindelivered: 439250 (43.925 u) (B)(6) 2023 dailytotalofallinsulindelivered: 416250 (41.625 u) (B)(6) 2023 dailytotalofallinsulindelivered: 383750 (38.375 u) (B)(6) 2023 dailytotalofallinsulindelivered: 486500 (48.65 u) (B)(6) 2023 dailytotalofallinsulindelivered: 473250 (47.325 u) (B)(6) 2023 dailytotalofallinsulindelivered: 551750 (55.175 u) (B)(6) 2023 dailytotalofallinsulindelivered: 0 (0 u unable to confirm battery cap contact missing/damaged due to pump received without the original battery cap. Battery cap contact missing/damaged was unknown. An intermittent high sleep current measurement (unexpected battery power loss) was confirmed, suspected on the pcba 1/pcba 2. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer was deceased. The date of customer's passing was unknown. The cause of death was unknown. The customer¿s blood glucose was unknown. It was unknown whether the customer was wearing the insulin pump at the time of death or not. The insulin pump was returned for analysis.